Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic hysterectomy procedure on (B)(6) 2017 and the barbed suture was used. During the procedure, the barbed suture was backing out of tissue; not holding tension. The surgeon opined that the barbs are less aggressive. Other interrupted suture was used to complete the procedure. There were no patient consequences reported. Additional information has been requested.